Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "back part of the handle broke. The part that spins while ratcheting. Didn't see it until after the case. Spd could have caused it."

Manufacturer narrative:
Please note correction to d9/h3. The received pictures were reviewed and it can be confirmed that the movable head piece of the large handle is broken off. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "back part of the handle broke. The part that spins while ratcheting. Didn't see it until after the case. Spd could have caused it."